Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cable of the fenestrated bipolar forceps broke away. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.